Event description:
The device defibrillator was charged but reportedly would not deliver energy to the pt. The observation upon which this allegation was based was not reported. The defibrillator was then charged with standard paddles attached. Reportedly the defibrillator would not discharge and displayed a paddles not connected message. The device was removed and an AED reconnected to the pt through the same combination electrodes. The AED was used to deliver defibrillator energy to the pt. The pt was resuscitated and transported to the hosp.